Manufacturer narrative:
Follow-up #1: date of submission 09/29/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/07/2016 with the following findings: a review of the pump¿s black box revealed that data from the date of the complaint had been overwritten with no evidence of a short battery life observed. The returned battery cap was able to fit securely to maintain electrical connection. The ez-prime steps were performed correctly and all currents readings were within specification. The ¿short battery life¿ complaint was unable to be duplicated. The pump¿s cover was removed and there was no intermittent condition found to the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging a battery life issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.